Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se, with a 6fr sheath, after an left superficial artery interventional procedure. Reportedly, the clip of the starclose se was deployed and hemostasis was achieved; however, following the procedure the patients blood pressure had dropped from 160 to 78. The patient was started on fluids and an ultrasound was completed. The ultrasound revealed that the patient developed a retroperitoneal hematoma (rph) extending from the inguinal ligament to the lower right kidney. The patient was given a blood transfusion, monitored and was discharged from the hospital 3 days later. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.